Event description:
The technician alleged that the light for functions on the footboard was not working and the trendelenberg and reverse trendelenberg were not functioning. No pt impact.

Manufacturer narrative:
The technician cleaned the footboard connections to resolve the issue.